Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5090008, model/catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also noted that the patients leads had high impedances. The patient underwent a lead revision procedure wherein the connections between the leads and battery were loosened and then reconnected.